Event description:
It was reported that the charging pad for the ilet pump was not functioning, as indicated by no indicator light on the pad and the pump not charging despite attempts with a different outlet; the affected component was the battery charger, and the device problem was characterized as a fracture-related malfunction of the charger. Customer care provided support by arranging a replacement. Investigation of this case revealed a fracture-related problem associated with the battery charger component. No clinical symptoms during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure and warranted a replacement.